Event description:
A malfunctioning insulin pump was reported as the screen would not turn on, leading to a high blood glucose reading of 473 mg/dl, though there was no external assistance required. The customer addressed the high blood glucose with a correction injection via manual insulin injection (mdi). Customer technical support (cts) provided troubleshooting steps, but the pump failed to respond. Consequently, cts decided to replace the pump, confirmed the shipping details, instructed the customer to return the malfunctioning pump within 10 days, and advised them on transitioning to a replacement pump. Customer reverted to an alternative method of insulin therapy.